Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient states he felt a bulge at his right corporotomy with his inflatable penile prosthesis (ipp) device, that developed into an aneurysm. The patient underwent a surgical procedure in which it was noted that the outer layer of the cylinder was torn and the fabric layer was scarred in. A fluid leak was also found in the pump tubing to reservoir. The pump and cylinders were explanted and a new ipp was implanted. The old reservoir was not explanted. There were no further complications reported.